Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time.

Event description:
It was reported that the hydrogel layer was not connected anymore to the blue parts of the arctic gel pads after 1 day of placement . They discovered this due to water leakage from the pads. After that incident the patient was wet, they dried them and placed a new pad. Per follow up information received on 03jun2022, the customer got expired pad from their own warehouse. This might be a mistake from a nurse.

Event description:
It was reported that the hydrogel layer was not connected anymore to the blue parts of the arctic gel pads after 1 day of placement . They discovered this due to water leakage from the pads. After that incident the patient was wet, they dried them and placed a new pad. Per follow up information received on 03jun2022, the customer got expired pad from their own warehouse. This might be a mistake from a nurse.

Manufacturer narrative:
The reported event is confirmed use error due to user using product past expiration date. Visual evaluation noted 5 photo samples received. The root cause is "incorrect product selection - user selects expired product." The product was used for patient diagnostic or treatment. The product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended." The actual/suspected device was evaluated.

Event description:
It was reported that the hydrogel layer was not connected anymore to the blue parts of the arctic gel pads after 1 day of placement . They discovered this due to water leakage from the pads. After that incident the patient was wet, they dried them and placed a new pad. Per follow up information received on 03jun2022, the customer got expired pad from their own warehouse. This might be a mistake from a nurse.

Manufacturer narrative:
Per investigation finding, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.